Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to hospital for high blood glucose level and diabetic ketoacidosis. Customer¿s high blood glucose level 500 mg/dl. Customer declined to provide any hospitalization details as they reported past event. Customer was off the insulin pump as per health care instructions. The insulin pump will not be returned for analysis.